Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. The analysis indicated that the difficult-to-position allegation was confirmed based on visual inspection of a deformed coils from terminal pin. This damaged blocks passage of a stylet insertion.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead physical damage. Additional information indicated that the physician might damage the outer insulation of the lead while adjusting suture sleeve in pocket. This ra lead was never in service. No additional adverse patient effects were reported.